Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was determined to be inconclusive. One photograph of a powerloc max was returned for evaluation. An initial visual observation of the photograph showed the device and the packaging side by side. A red circle and arrow were drawn around the junction of the luer connector and extension tube. No use residue or damage was observed on the device. There were no distinguishing features in the photograph of the device which could aid in identifying a specific root cause of the alleged complaint; therefore, the complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that powerloc max port access needle tubing leaking at its connection to the hub that receives the needleless connector. Additional information received 8/16/2023: customer reported the event compromises sterility of an implanted central line in immunocompromised patients. Causes leakage of blinatumomab (clothing, bedsheets and whatever patients have touched thereafter) that exposes patient, family and staff involved. Caused backflow and leakage of blood from the line and staff exposure. Backflow resulted in the patient line needing cath-flo due to clotting. Caused increase medication (high dose steroids) because the leakage was occurring over many hours and we could not determine how much was being delivered and for how long.

Event description:
It was reported by customer that powerloc max port access needle tubing leaking at its connection to the hub that receives the needleless connector. Additional information received 8/16/2023: customer reported the event compromises sterility of an implanted central line in immunocompromised patients. Causes leakage of blinatumomab (clothing, bedsheets and whatever patients have touched thereafter) that exposes patient, family and staff involved. Caused backflow and leakage of blood from the line and staff exposure. Backflow resulted in the patient line needing cath-flo due to clotting. Caused increase medication (high dose steroids) because the leakage was occurring over many hours and we could not determine how much was being delivered and for how long.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.